Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The pt's pump serial number was within the "beginning september 1999" population for the synchromed el pump motor stall due to gear shaft wear physician communication.

Event description:
It was reported that the pt experienced increased pain. All of the drug was found in the pump reservoir. A catheter dye study was performed which revealed good csf flow. A rotor study was performed and revealed no movement, with apparent rotor stall. No alarms were reported. The pt's pump was replaced. No pt outcome was reported. The pt's pump contained dilaudid and bupivacaine.